Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose reading was 375 mg/dl. The customer had symptoms such as difficulty breathing. The customer mentioned that insulin squirted out during manual prime. The customer declined no delivery troubleshoot. The insulin pump will not be returned for analysis.